Manufacturer narrative:
A gehc biomed performed a checkout of the equipment and confirmed the reported complaint. The suction reservoir was reseated.

Event description:
The hospital reported the suction unit was not functional. There was no report of patient involvement.